Manufacturer narrative:
The device history record (DHR) could not be performed as the lot number is unknown. The device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. The investigation is confirmed for perforation of the ivc, occlusion of the ivc and filter tilt. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the event indicated that model 2120f vena cava filter allegedly experienced an obstruction, tilted and perforated. This report was received from one source. This event involved one (B)(6) year old female patient weighing (B)(6) lbs. This patient had no reported patient injury.